Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During the occlusion test, a water filled reservoir was installed in the reservoir compartment; a 2.0 unit fill cannula was programmed and delivered with water exiting the infusion set. No prime fill anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. The pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 40 mmol/l. During troubleshooting, device did not alarm with high pressure test. Insulin did not exit during fill tubing. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.